Event description:
The customer reported main software error: 0x00c000a0 occurred 4 times in 1 minute during training. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported main software error: 0x00c000a0 occurred 4 times in 1 minute during training. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.